Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe concentric luer slip leaked during use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: it has been received 170 sealed samples and one used sample of 2ml lot 1705006p. On visual inspection of the used sample received, it can be observed leakage between the syringe tip and the needle it is connected to. No damage or molding defect can be observed in the syringe that could be related to the alleged defect. DHR of lot 1705006p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Used sample and needle received is decontaminated according to procedure. This syringe is connected again to the needle and it is filled with water, no observing any leakage by the tip. Tip of the 91 samples received (90 unused and one used) and needle hub are verified with iso 594 reference gauge. The 91 samples and needle hub meet iso 594. Investigation conclusion: according to these results no manufacturing defect has been found in the samples received and no leakage can be reproduced so the root cause cannot be determined. Root cause description: according to these results no manufacturing defect has been found in the samples received and no leakage can be reproduced so the root cause cannot be determined.